Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 521 mg/dl; cause was unknown. A manual injection was administered and infusion sets were changed to address bg. Tandem technical support reviewed possible causes of high bg and no issues were identified. Recommendation was made to consult with healthcare provider regarding diabetes management.